Event description:
It was reported that the patient underwent a spinal fusion surgery in which rhbmp-2/acs was used. Reportedly, a few weeks after the surgery, the patient developed 3 holes in his back with a discharge. After 15 months of unspecified treatments, the holes had not closed and a "multiple bacteria infection" was present, which had reportedly invaded the spinal cord and contaminated the fusion hardware as well as a previously placed pain pump. The patient had treatment over an 18 month period where bandages had to be changed 5-7 times per day, and underwent 7 surgeries to remove hardware and clean out the infection. No additional information was provided.

Manufacturer narrative:
Implanted: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.